Event description:
It was reported that the customer has been hospitalized twice in the past three days. The mother did not feel comfortable and requested the device be replaced. Troubleshooting could not be performed as caller did not have the insulin pump available at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.